Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. The devices were received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder (balloons) of two (2) small volume intermates ruptured during filling. The devices were being filled with (5fu) fluorouracil (non-baxter product). There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from february 05, 2019 - february 07, 2019. Two (2) actual samples were received for evaluation. Visual inspection revealed that the bladders were ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was found to be related to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.